Event description:
Hcp reported pt presented with signs of infection in 8/2005. Symptoms included fever, redness, swelling, drainage, pain, incisional wound opening and pocket erosion. Cultures were obtained from the primary location of the infection, the device pocket. Type of organism is unk but the hcp reported the pt did not have meningitis. The pt was treated with oral antibiotics and the device was explanted. Hcp reported the infection resolved. Hcp also reported a risk factor prior to implant was diabetes. The device was explanted and returned to the MFR for analysis.